Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot number rbbddc / epm870619 and no non-conformances related to the reported complaint condition were identified. An opened box with nine packets of product code epm8706 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the nine packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. Additional information was requested, and the following was obtained: surgery was completed during the original procedure but delayed procedure by at least 15 min. - patient consequence from this was significantly extended or time. Since multiple sutures broke after all the stitches were placed, the surgeon was quite frustrated. Vessel anastomosis at this stage of the CABG is time consuming. Having to re-sew all those small stitches took quite a while. 4 different suture breakages according to the dr. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?- no altering of patient care due to the suture breakage. What is the patient¿s current status?- patient is recovering today. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event were submitted via 2210968-2021-06716, 2210968-2021-06717 and 2210968-2021-08930.

Event description:
It was reported that a patient underwent a CABG surgery on (B)(6) 2021 and suture was used. During the vessel anastomosis, the suture broke when tying. Surgery was completed during the original procedure but delayed procedure by at least 15 min. Another like device was used to complete the procedure. There were no adverse patient consequences reported.